Event description:
While pt was in lift, nurses' aide discovered lift pillar was unstable. After transferring pt off of lift, nurses' aide discovered front two lift anchor bolts had seperated from floor.